Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. Damaged was observed during the evaluation of the device. The proximal shaft was separated proximal of the transition bond. The microcables are still intact but were exposed in the area of separation. Traces of blood were observed in the luer and along the catheter shaft. During functional testing, the device was recognized and complete image was produced. Although the reported complaint was not duplicated during the evaluation of the device, it is possible that the customer may have experienced on image failure at the time of use. It is likely the blood entered through the damaged proximal shaft and came in contact with the electrical circuitry temporarily shorting the device causing image loss. Once the circuitry dried, the image was restored as observed during the evaluation of the returned device. This type of separation is likely a manufacturing error. A corrective and preventive action is being implemented to address this type of failure. The work instruction was revised on (B)(4). The returned device was manufactured on 04/04/2011 prior to the implementation of the new process. There were no reports of this type of failure post implementation. No further action is required.

Event description:
It was reported that the physician was using the ivus catheter and image was lost during the procedure. The catheter was disconnected from the pim and reconnected. It worked for another minute or so and went blank again. The ivus was then removed from the pt's body. The pt has an iliac lesion with 75% occlusion, not tortuous and not heavily calcified. Another ivus catheter was used and completed the procedure. During the evaluation of the returned device, it was observed that the proximal shaft was separated but the microcables are still intact. Further info was obtained rom the physician stating that there was no physical damage observed on the catheter. There was no extraordinary events occurred during preparation or procedure. The catheter did not get stuck in a lesion or any devices. The same guidewire was used with the new catheter that completed the procedure. There was no report of pt injury or adverse event. The pt was released according to the original treatment plan and in good condition.